Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 8mm from the tip and is approximately 65mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0mmx100mmx135cm-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for a couple of seconds, the balloon ruptured. The whole balloon system was removed, and the procedure was completed with another sterling balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0mmx100mmx135cm-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for a couple of seconds, the balloon ruptured. The whole balloon system was removed, and the procedure was completed with another sterling balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 8mm from the tip and is approximately 65mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon. This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0mmx100mmx135cm-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for a couple of seconds, the balloon ruptured. The whole balloon system was removed, and the procedure was completed with another sterling balloon catheter. There were no patient complications reported.